Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing initial open reduction internal fixation (orif) procedure on right olecranon on (B)(6) 2017. While drilling the tip of the drill bit broke off into two (2) pieces. Surgeon used non-synthes pliers to easily retrieve the fragments from the bone. Another drill bit was readily available and was used to complete the procedure successfully with a delay of approximately 2 minutes. Patient reported as stable post-operatively. This report is for one (1) 2.0mm drill bit. This is report 1 of 1 for (B)(4).